Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain/ pain'), ovarian cyst ('cysts') and genital haemorrhage ('excessive, non-stop bleeding/ bleeding') in an adult female patient who had essure (batch no. 638492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, pituitary tumour, thyroid disorder, tonsillectomy, cholecystectomy and appendectomy. Exam: screening bilateral mammogram procedure: bilateral digital screening mammogram with cad indication: screening. No family history of breast carcinoma. Technique: cc and mlo projections of both breast were obtained. Findings: the breasts are fatty with scattered fibro glandular elements assessment: bi-rads category 2 benign findings. Concurrent conditions included overweight, bartholin's cyst, acquired hypothyroidism, increased prolactin level, adverse reaction, post coital bleeding, diffuse cystic mastopathy, ovarian cyst nos, urinary frequency, menstrual disorder, ovarian enlargement, uterine tenderness, haemorrhagic cyst, pituitary adenoma, endometrial hyperplasia, paratubal cyst, follicular cyst of ovary, pelvic peritoneal adhesions, genital prolapse, endometrial hyperplasia, menometrorrhagia, diabetes mellitus, anaemia and pelvic adhesions. Concomitant products included alprazolam, alprazolam (xanax) since (B)(6) 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), diazepam (valium), ibuprofen, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid) and misoprostol (cytotec). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and acne ("hormonal changes- describe: adult acne") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("pain vaginal area"), migraine ("migraines/headaches") and complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral) and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, ovarian cyst, genital haemorrhage, bladder disorder, urinary tract disorder, weight increased, acne and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal pain and migraine had resolved. The reporter considered acne, alopecia, bladder disorder, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Mammogram - on (B)(6) 2013: conclusion: no mammography evidence of malignancy. Pathology test - on (B)(6) 2015: benign ovaries with multiple follicular cysts., unremarkable fallopian tubes.. Ultrasound scan - on (B)(6) 2012: right ovary: enlarged in size, cysts right ovary summary: mildly enlarged right ovary, containing scattered follicles and an echogenic cyst that measures 1.6 cm in maximal die meter. Pelvic doppler shows no internal vascularity but prominent peripheral vascularity consistent wl1h a hemorrhagic luteal cyst; on (B)(6) 2015: abnormal uterine bleeding: heavy, prolonged menses. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital bleeding, unspecified ovarian cyst, dysmenorrhea, dyspareunia, heavy and painful periods. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain/ pain'), genital haemorrhage ('excessive, non-stop bleeding/ bleeding') and ovarian cyst ('cysts') in an adult female patient who had essure (batch no. 638492) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital, pituitary tumour, thyroid disorder, tonsillectomy, cholecystectomy and appendectomy. Exam: screening bilateral mammogram procedure: bilateral digital screening mammogram with cad indication: screening. No family history of breast carcinoma. Technique: cc and mlo projections of both breast were obtained. Findings: the breasts are fatty with scattered fibro glandular elements assessment: bi-rads category 2 benign findings. Concurrent conditions included overweight, bartholin's cyst, acquired hypothyroidism, increased prolactin level, adverse reaction, post coital bleeding, diffuse cystic mastopathy, ovarian cyst nos, urinary frequency, menstrual disorder, ovarian enlargement, uterine tenderness, haemorrhagic cyst, pituitary adenoma, endometrial hyperplasia, paratubal cyst, follicular cyst of ovary, pelvic peritoneal adhesions, genital prolapse, endometrial hyperplasia, menometrorrhagia, diabetes mellitus, anaemia and pelvic adhesions. Concomitant products included alprazolam, alprazolam (xanax) since (B)(6) 2015, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), diazepam (valium), ibuprofen, ketorolac tromethamine (toradol), levothyroxine sodium (synthroid) and misoprostol (cytotec). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and acne ("hormonal changes- describe: adult acne") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("pain vaginal area"), migraine ("migraines/headaches"), ovarian cyst (seriousness criterion medically significant) and complication of device removal ("were you advised of any complications from your essure removal procedure? Yes"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (bilateral) and oophorectomy (bilateral removal of ovaries)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, weight increased, acne, ovarian cyst and complication of device removal outcome was unknown and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, vulvovaginal pain and migraine had resolved. The reporter considered acne, alopecia, bladder disorder, complication of device removal, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the right cornua had 3 visible coils and the left cornua had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Mammogram - on (B)(6) 2013: conclusion: no mammography evidence of malignancy. Pathology test - on (B)(6) 2015: benign ovaries with multiple follicular cysts., unremarkable fallopian tubes. Ultrasound scan - on (B)(6) 2012: right ovary: enlarged in size, cysts right ovary summary: mildly enlarged right ovary, containing scattered follicles and an echogenic cyst that measures 1.6 cm in maximal die meter. Pelvic doppler shows no internal vascularity but prominent peripheral vascularity consistent wl1h a hemorrhagic luteal cyst; on (B)(6) 2015: abnormal uterine bleeding: heavy, prolonged menses. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, genital bleeding, unspecified ovarian cyst, dysmenorrhea, dyspareunia, heavy and painful periods~ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received. Lot number added. Event injury was updated and new events: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain / loss specify which one: weight gain, hair loss, hormonal changes describe: adult acne, vaginal pain, migraines/headaches, pelvic pain, excessive non-stop bleeding, cysts,complication of device removal were added. Removal details added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs added. Lab data added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.